Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 38 mg/dl. The patient did not provide information on symptoms, treatment given for the issue and the duration of the stay. Three follow ups were attempted but no new information was provided.